Event description:
It was reported that the catheter leaking from the bifurcation (y-junction) and they are not sure if the product is defective or if it was accidentally punctured.

Manufacturer narrative:
The device has not been returned to the MFR at this time for eval. A chr review is not possible, as no mfg lot number has been provided by the complainant.